Event description:
Philips received a complaint by the customer on the v60 indicating that the device light emitting diode (led) alternating current (ac) indicator not working. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) evaluated the reported problem. It was determined that the power cord is bad. The fse replaced the power cord, and the ac led indicator is now on. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.